Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) lead shock impedance measurements. No adverse patient effects were reported. The device remains in service. Additional information: as suggested by boston scientific technical services (ts), the physician performed lead integrity testing and ultimately reprogrammed the device. This device remains in service, and the patient will be monitored via latitude.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) lead shock impedance measurements. No adverse patient effects were reported. The device remains in service.